Event description:
It was reported that the hub separated from device and remained in shield during use with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the needle hub stuck in shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (5) loose 3/10cc, 8mm, 31g relion syringe with the shelf carton from lot # 9324120. Customer states that needle shields hard to remove and then needle hub stuck in shield and the needles bend. All returned syringes were examined and 3 out of 5 samples were returned with the hub-needle/shield assembly separated from the barrel. Both remaining samples were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: syringe 1; syringe 2. Shield removal force: 2.21 lbs; 2.86 lbs. Both removal forces fall within specification. Also, both of these sample exhibited a bent cannula. A review of the device history record was completed for batch# 9324120. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Shield does not detach as intended and needle hub separate: process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. Needle bent: process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: did not find any l2l dispatches for repairs/ adjustments. Performed a DHR review and did not identify any notifications pertaining to this complaint. Root cause: root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device and remained in shield during use with a relion insulin syringe. The following information was provided by the initial reporter: it was reported that the needle hub stuck in shield.